Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the emergency endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported during the index procedure after the aui stent graft and a limb were implanted, an angiograph identified a type IV endoleak. Ballooning was completed and 2 further angiograms repeated which revealed the endoleak was still present. The physician elected to implant an additional aui stent graft and the endoleak was confirmed as resolved. Per the physician the cause of the event was suspected to be a graft defect. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported that the patient was initially undergoing surgery for a disc hernia when the aortic rupture occurred, therefore leading to the evar procedure. It was reported that an angiography showed a graft defect with atypical positioning of the stent graft struts after implantation where a part of the stent was not aligned with the others and a possible cause of the leak a2: updated a4: updated film evaluation summary: the exact cause/source of the endoleak seen during implant could not be determined from the films provided. Pre-implant films were not available for return; therefore, assessment of the patient¿s anatomy could not be performed. In addition, complete angiograms during implant were not available. Two (2) still angiograms and three (3) short (4 ¿ 7 second) videos of angiograms during implant were returned. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The films revealed that an endurant aui stent graft system had been implanted just below the renal arteries, with the limb extending into the right common iliac artery with sufficient component overlap of ~45 mm¿s. The entire aui aortic body and iliac extension were essentially straight in the viewable left-right axis. Angio injection performed from above the suprarenal stents as well as from within the aui body showed contrast blush filling the aaa sac, which appeared to be a type IV endoleak coming from the left side of the aui between the 4th and 5th covered stent. This single layer fabric location was ~4cm below the aui proximal fabric margin and ~10mm above the proximal end of the overlapping limb extension. The endoleak location revealed noticeable stent ring diameter expansion along the left side; the proximal end of stent ring #5 flared out to a diameter of approximately 10% larger than the distal end of stent ring #4. Another area of contrast blush from a likely type IV endoleak was seen flowing from near the distal overlap junction of the aui and iliac extension, with antegrade flow into the bypassed left common iliac artery. A 2nd aui was then seen having been implanted proximally ~2cm below the renals and extending distally ~1cm beyond the initially implanted aui, and final angio injection showed likely resolution of the previously seen endoleaks. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The endoleak occurring at the aui aortic body was across a single fabric layer located near a slightly flared out stent ring, which likely expanded normally due to anatomical factors such as unsupported expansion within the aorta/aaa. The aortic diameter and amount of stent graft oversizing is unknown. It is possible that this stent/fabric expansion, which did not appear to be a stent defect, may have been a factor in the observed strength of this type IV endoleak. Similarly, the contrast blush seen across the single layer fabric filling the bypassed left common iliac artery was also a likely type IV caused by fabric porosity. In both locations, the endoleaks resolved after relining the stent graft. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm on (B)(6)2018. It was reported during the index procedure after the aui stent graft and a limb were implanted, an angiograph identified a type IV endoleak. Ballooning was completed and 2 further angiograms repeated which revealed the endoleak was still present. The physician elected to implant an additional aui stent graft and the endoleak was confirmed as resolved. Per the physician the cause of the event was suspected to be a graft defect. No additional clinical sequelae were reported and the patient is fine.